Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
The patient experienced a pericardial effusion. It was reported that during a watchman flx pro left atrial appendage closure (laac) a versacross connect was selected for use. During procedure, patient was noticed to have an unsteady blood pressure. Device had been prepped and was being prepared to be implanted in the sheath, but it was noticed the blood pressure was dropping. When checking for effusion and a pericardial effusion that occur during transseptal puncture was noted at the posterior aspect of the heart. It was decided to abort the procedure and did not advance the device into the sheath. The patient's blood pressure continued to decline, and it was decided to tap the effusion and auto - transfusion. A total of 412ml was removed and a total of 229 ml was auto infused. After they tapped the patient his blood pressure stabilized to 136/50. Patient was awake, alert, and oriented prior to leaving the procedure room. Drain was left in place, and patient was taken to ICU for further monitoring. It was further reported that the patient presented difficult anatomy that may have caused difficulty with the tsp workflow, multiple attempts were required to track up / drop down into position on septum before tsp was performed, the wire was tenting 2mm prior to rf application. Tsp was completed prior noticing pericardial effusion and rf was applied more than once. Multiple trackdowns were needed because inferior approach and difficulty with tenting. Tee and fluoro were used. Patient had prior history of tsp. Act was therapeutic during the procedure. The patient was discharged from the hospital.